Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the healthcare provider has indicated that this event was due to patient related factors and not a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 8 months due to prosthetic aortic valve endocarditis. The healthcare provider has indicated that this event was due to patient related factors and not a device malfunction. Per the op report, echo showed large vegetation on the ventricular side of the prosthetic aortic valve. There was no evidence of aortic root abscess. His most recent blood cultures were negative. During explantation, the vegetations seen preoperatively were confirmed. The leaflets of the aortic valve were excised. The cuff was then freed from the annulus. The area of the non-coronary cusp towards the left coronary ostium was inflamed. Reconstruction of the annulus on the non-coronary cusp with autologous pericardium was also performed. Subsequently, a new edwards bioprosthetic valve was implanted. The patient was weaned off cardiopulmonary bypass and intraoperative tee assessment was performed. Ef was normal. The valve was well seated. There was a small leak noted on the non side away from the right commissure. It was felt that this was minor and may have been suture holes. There were no operative complications reported.